Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered a unipolar impedance warning for low impedance. It was noted that since the low impedance measurement, the impedance was now back within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.